Manufacturer narrative:
Investigation details the customer reported they had processed quality controls (qc) to validate biovue technique on the day of the reported event and that the results were as expected. The qc order reports were not provided. The cassette storage conditions were not provided, however regarding the fact that repeat testing using the same lot did not show a biased result, it is unlikely that improper storage conditions have contributed to the discrepant positive c(rh4) antigen typing reaction. The customer reported to centrifuge samples 5 minutes at 2500 g. Although this is not aligned with ortho's recommended samples preparation protocol (5 minutes at 900 to 1000 g) it is unlikely that it has contributed to the discrepant positive c(rh4) antigen typing reaction, as repeat testing using the same sample tubes gave the expected reactions. The customer reported to perform required maintenance as per ortho's recommendations. The ortho vision max biovue cassette image files of the discrepant positive reaction for c(rh4) antigen typing were provided for further analysis. It could be confirmed that pre-quality check of this cassettes did not show any cassette defect that could lead to the issue reported. The post-testing image of the same cassette was reprocessed by ortho care service engineering. Reprocessing of the image confirmed the reaction strength as obtained by customer's ortho vision max biovue analyzer. The investigation performed allowed determining that the ortho vision biovue analyzer cassette imaging system (cims) has functioned as per design. Ortho care service engineering further analyzed the instrument logfiles and could not find any other error that could lead to the issue observed such as clot error, sample assignment, pipetting system or volume dispensed. Those it is concluded that analyzer worked as per design. Ortho care service engineering excluded further that the discrepant positive reaction for c(rh4) antigen typing was due to a carryover, as carryover was never demonstrated for this test during in house research development testing. Ortho care service engineering could further rule out as potential assignable cause a re-use of a dilution tray following a database reset or database restoration causing to lose track of already partially used dilution tray identification number, as this would unlikely only cause a single discrepant positive c(rh4) antigen typing reaction. As part of the investigation, review of the manufacturing batch records of ortho biovue system rh/k cassette lot rhp128h. No non-conformances or deviations were identified. The results of all in-process and quality assurance release for sale tests were found to be within specification ((B)(4)). As part of the investigation of the customer complaints, samples known to be negative for c(rh4) antigen were requested to be tested using retained product of ortho biovue system rh/k cassette lot rhp128h. All the negative results obtained were as expected and therefore the issue reported by the customer could not be reproduced ((B)(4)) the review of the worldwide complaint databases through 18 september 2023 ((B)(4)) was performed for ortho biovue system rh/k cassette lot rhp128h. Four complaints were identified with call areas or falsepos or discres. Detailed review of the activities for the other complaints did not identify a similar profile as this complaint. No trend is identified. No further investigation was performed on this incident. The assignable cause of the discrepant positive c(rh3) antigen typing result obtained by the customer could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. No further complaint of this type has been received from the customer site since the time of the reported event.

Event description:
(B)(4). A customer contacted global technical solution center on (B)(6) 2023 to report what was described as a discrepant positive c(rh4) antigen typing reaction for a patient using the ortho biovue® system rh/k cassette lot rhp128h in conjunction with their ortho vision® max biovue® analyser j80002459 equipped with software version 5.14.5. Complainant name: (B)(6); date of event: (B)(6) 2023 reagents: ortho biovue® system rh/k cassette (product code 707280; lot rhp128h; expiry date 10 december 2023; manufacturing date 15 march 2023). Diagast- (product code not provided; microplate ID (B)(4); lot 929; expiry date 31 august 2024). Patient: sample ID (B)(6) sample ID (B)(6) female born in 1936. No known history. The customer reported that on (B)(6) 2023, they had tested sample ids (B)(6) from this patient for c(rh4) antigen typing using ortho biovue system rh/k cassette lot rhp128h in combination with their ortho vision® max biovue analyzer j80002459 and that they obtained a negative reaction with biovue® anti-c(rh4) reagent for sample ID (B)(6) and a 4+ positive reaction with biovue® anti-c(rh4) reagent for sample ID (B)(6). The analyzer¿s order reports confirming the above statement was provided. The customer reported that due to the discrepant results obtained, on (B)(6) 2023, they had re-tested the same samples for c(rh4) antigen typing using the same lot of cassette in combination with the same analyzer and that they obtained negative reactions with biovue® antic(rh4) reagent for both sample ids. The analyzer¿s order reports confirming the above statement was provided. The customer reported that on the same day, they had re-tested the same samples for c(rh4) antigen typing using an alternative commercially available method (diagast- microplate ID (B)(4)) and that they obtained negative reactions with the diagast anti-c(rh4) reagent. The corresponding result sheet confirming the above statement was provided. The customer reported that on the same day, they had re-tested the same samples for c(rh4) antigen typing using microfiltration manual method and that they obtained negative reactions with the anti-c(rh4) reagent. No further detail was provided. The corresponding manually filled result sheet confirming the above statement was provided. The customer reported that they expected c(rh4) antigen typing to be negative based on repeat testing. The customer reported that no biased result provided to the physician. The customer reported that the patient had not been harmed because of the reported event.